Manufacturer narrative:
The provided calibration data from (B)(6) 2019 had calibration errors. The field service engineer determined the sample probe was bent, causing it to go near the edge of sample cups and mixing vessels. The ise system wash maintenance had not been performed in some time. All electrodes were depleted, causing skewed results. The sample probe and electrodes were replaced. Ise system wash maintenance was performed. Calibration and controls were successfully completed. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received ise calibration errors on their cobas 8000 ise module. The reporter was then able to generate a valid calibration afterwards. The reporter stated after that although the calibration was valid, they received a discrepant result for one patient sample tested with ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 150 mmol/l. The sample was repeated on a second analyzer, resulting with a value of 138 mmol/l. The repeat value was believed to be correct. The na electrode lot number was t92, with an expiration date of 02-aug-2020.